Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, when the flexima biliary stent was tried to implant into the bile duct, it was found that the tip of the stent became broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.